Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer blood glucose was 420 mg/dl. Customer was treated with insulin pen for high blood glucose. Customer stated that in the morning they were sweating, having nausea and general pain. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.